Event description:
It was reported that customer received a signal too low alarm, a spanish anomaly alarm and an unexpected restart alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the reset error test and self test with no error alarms. However, several alarms were found in the alarm history due to a corrupted history file. No cosmetic damage was noted.